Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified a shaft kink 61.4cm from the catheter strain relief. Blood was present within the balloon and inflation lumen. A complete circumferential tear was identified in the distal balloon cone. The distal section of balloon and tip were detached and not returned. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on information received on (B)(4) 2013. It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. An 8.00mm/2.0cm/135cm peripheral cutting balloon catheter was selected to treat the target lesion. During the procedure, the balloon burst at 6atms. No patient complications were reported. However, additional information obtained shows that the tip and distal section of the balloon were detached.